Manufacturer narrative:
The reported tip breaking condition could not be confirmed since the unit was not returned for evaluation. It was confirmed that the reported unit was discarded. The investigation was documented and most probable root causes were defined according to information provided by the customer, risk management report and previous complaint history. According to the risk management plan, probable root causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Poor assembly process. The following controls are in place to detect any assembly process related issue: current in process controls for this condition at the manufacturing line include but are not limited to 200% inspection during assembly process. A continuity test (resistance measurement) is performed after the unit is assembled, which will also indicate if there is non-continuity (electrode breaking) inside the unit. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review. Misuse. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: examine the probe for damage prior to use and discard if damage is found. A possible misuse by using the probe for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, which may have contributed to the damage observed, which is contraindicated as per user instructions for the serfas energy probes family cannot be ruled out. Do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. This event did not involve a product problem indicating an adverse trend or unanticipated hazard. No further action is required at this time. The condition will be monitored through the product surveillance board, in order to determine actions to be taken based on condition re-occurrence and failure confirmation. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the serfas probe broke; however, it was retrieved by the surgeon.